Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed the cartridge and infusion set, and successfully resumed insulin delivery. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support advised the customer to prime the tubing to resolve the issue. Customer's blood glucose level was over 300 mg/dl.